Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was frozen and displayed a partial login screen. A field service engineer entered the device manager and found multiple phantom devices and the engineer removed all phantom devices and restarted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the station was locked in partial screen mode and was unable to log in when the nurse went to pull medications for a patient. The customer noted that there was no delay, as the user managed to obtain medications from another station for the patients. There were no adverse events or injuries reported based on this event.